Event description:
I had allergan breast implants put in (B)(6) 1995. Dr (B)(6) in (B)(6) did the surgery in surgical suite in his office. The implants are hard with big lumps and painful. Dr (B)(6) has retired, current doctor in that office does not have records. I want the implants removed. FDA safety report ID # (B)(4).